Event description:
The machine malfunctioned during the treatment, as reported by the nurses, it was impossible to unloaded the set (filled with blood) and to switch on the machine again. The gambro field technician was advised to change the power supply.

Manufacturer narrative:
Additional manufacturer narrative: the power supply has been requested, but not yet received, by the manufacturer for further investigation. Apart from the reported blood loss, no other clinical consequences for the patient were reported.